Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
Icp monitor shows ?-99? When using the icp express cable. Cable is purchased (B)(6) 2013. Happened at mt department. The information I got so far is that it regards the situation of "x-ray examination in bed, in the ICU". In that situation they use some kind of madras to move the patient and put the x-ray disc underneath the patient. When they remove the disk they create esd, and the codman microsensor, and in this cases the icp express cable, is destroyed/put out of order (show "-99" in the display).